Event description:
The customer received an analyzer message relating to the absorbance photometer lamp (abs). When the customer tried to reinitialize the lamp, she noticed the socket the lamp plugs into had melted. There was no smoke, fire or fumes. No operators were injured. No patients were involved. There was no adverse event. The customer noted she had changed the abs lamp earlier in the day. The field service representative noted the photometer lamp connector was burnt and melted. He determined the electrical connector on the abs lamp was not seated in its connector and caused the connection to overheat and melt. He replaced the abs lamp and pcb abs module. He confirmed operation by running start up procedures and abs lamp water blank. The customer ran and verified qc.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.